Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings:a review of the pump¿s history showed evidence of rebooting. A low battery warning was observed on 06/15/2013 at 9:37pm and a replace battery alarm was observed on 06/16/2013 at 3:24am. No damage was found to the battery compartment and the pump was returned without a battery cap. A test cap was used and the pump powered on normally. The pump was exercised for 24 hours with no power loss. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.